Event description:
It was reported that upon removing the stent protector during preparation from the liberte' coronary stent delivery system, the stent dislodged from the balloon and remained attached to the stent protector. The procedure was completed with another of the same device. No impact to patient as problem was noticed prior to patient contact.